Manufacturer narrative:
Complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
It was reported a patient suffered an allergic reaction where my skin started burning and turned bright red in approximately 2 minutes. The patient used the barrier cream on her face. Within a minute it had gone bright red and very hot but after the antihistamines she had returned to normal after several hours. She took 2 times the antihistamines and the reaction took 20 minutes and then started to reduce.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.